Event description:
It was reported that there was high impedance greater than 10,000 on all electrodes. It was reported an extension was used from a kit. Impedance on all electrodes were greater than 10,000. It was reported that when measuring the lead alone, everything was okay. It was reported a new extension was used and impedance measurements were okay. Additional information reported that it was "the extension in the lead kit which is used for the testing period." It was reported that the "lead is implanted and ok, only when it was connected to the extension it showed high impedance." It was reported that the therapy was okay now.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0207059702, product type: lead. Product ID: 3550-05, product type: accessory. Product ID: 37081, serial# (B)(4), product type: extension. (B)(4).